Event description:
Continuation for patient previously reported in MDR report number 3007666314-2021-00315 where the patient previously had device system removed due to infection. The patient had underwent re-implantation of a new inspire system 6 months post explant. Patient presented to the physician with fluid leakage and wound dehiscence again at the ipg site after re-implant. Physician brought the patient into the or, washed the area, placed the ipg in a tyrex pouch, and closed.